Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot number gd894022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. At the time of this report, the pt was recovered from the peritonitis event and was no longer using pd solutions. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.